Manufacturer narrative:
Pump received with missing segments/partial display due to bleeding lcd glass. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. It was reported that the display had black spot which was getting bigger and insulin pump was not dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer need to replace the insulin pump. The insulin pump will be returned for analysis.